Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that initial total bilirubin_2 (tbil_2) results obtained on an atellica ch 930 analyzer were falsely depressed and below the measuring range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, which included a decontamination procedure on the analyzer and replacing the reagent (r2) probe. Quality control (qc) and patient testing were performed, and the results were within specification. Siemens reviewed the information provided and services performed and confirmed that results with below assay range flags are not reportable results. The cse decontaminated the analyzer with microclean, replaced the r2 probe, and resolved the issue. The cause of the below assay range flag on tbil_2 is bacterial contamination of the system water resulting in an accumulation of biofilm on the r2 probe. The customer has not observed a recurrence of falsely depressed tbil_2 results post-service repair. The analyzer is operating as specified. No product issue was identified, and no further evaluation was required.

Event description:
The customer informed siemens that initial total bilirubin_2 (tbil_2) results obtained on an atellica ch 930 analyzer for six patients were falsely depressed and not reported to the physician(s). The customer stated that the initial results were below the measuring range and performed a rerun of the same patients on alternate analyzers. The customer did not provide the repeat/correct result data and stated that repeat results were comparable with clinical status and patient historical data. The customer considered the repeat results to be correct and reported the results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 results.